Event description:
The user facility reported that a portion of the guidewire was sheared off during treatment for a calculus within the distal left ureter. The following info was provided by the user facility: while attempting removal of the guidewire, the physician encountered resistance; after removal a portion of the coating was found to be missing from the guidewire; while most of the detached material was removed, a small portion of the material remained unretrieved "within the pt's ureter"; the unretrieved material is expected to "pass on its own;" and the original procedure was completed successfully.

Manufacturer narrative:
(B)(4): non-resorbable material unretrieved in the body. (B)(4): the involved device not returned for eval. Therefore, the investigation was conducted based on a review of info provided by user facility and mfg quality records. Results - are based upon user facility info. Conclusions - are based upon user facility info. A review of the complaint files confirmed that this lot has not been reported previously. Although the case of the reported event cannot be definitively determined based upon the available info, there is no evidence that this event was related to a guidewire defect or malfunction. The event description is consistent with damage to the guidewire coating due to manipulation against resistance during use. The instructions-for-use do address the potential for such an event by stating in the warnings/precautions section that inappropriate manipulation of the glidewire under certain conditions may result in damage or separation of the polyurethane coating. Examples from the warnings/precautions section of the IFU include the following: "do not manipulate/withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval"; "if any resistance is felt or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel", and "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available info has been placed on file in quality assurance at the mfg facility for appropriate tracking, trending, and follow-up. (B)(4).